Event description:
Loss of osseointegration, implant wasn't completely covered with bone, no thread tap used, smoker, undersized implant bed, mobility. Bone was very soft. On (B)(6) 2020 #11 and 14 failed and redone on (B)(6) 2020. Same patient as (B)(6).